Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been completed. No deviations or non-conformance noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient experienced ¿intense inflammation of the lips and painful hard nodules four months post injection¿ after injection in the lips with 1 ml of juvéderm® volift¿. Treatment with oral corticoids provided (10 days dacotin 30 mg and zamene 30mg) in order to speed up the resolution and avoid permanent damage (nodules). Symptom ongoing/ unresolved.